Event description:
In this case, it was reported that valve was implanted then explanted during the same procedure. Per the op report, this patient presented with severe aortic valve insufficiency and severe mitral valve insufficiency. She was referred for aortic valve replacement [with the subject device] and mitral valve repair. First, mitral annuloplasty with a prosthetic ring was performed, then the aortic valve was replaced. The patient weaned easily from cardiopulmonary bypass (cpb); however, the transesophageal echocardiogram documented persistence of at least 2-3+ central mitral valve insufficiency. For this reason, the patient was placed back on cpb. Attempts were made to expose the mitral vavle, but this was impossible given the presence of the aortic valve prosthesis. Therefore, the device has to be removed to gain exposure of the mitral valve. It was decided to perform mitral valve replacement instead of a redo-repair. Subsequently, another 19 mm prosthetic valve was implanted in the aortic position. The valve seated well and the patient was once again easly weaned from cpb.

Manufacturer narrative:
Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Unfortunately, the root cause of this event cannot be confirmed with the available information. However, the healthcare provider has reported that there was no malfunction or quality deficiency of the device. The op report also documents the aortic valve being removed only to gain exposure of the mitral valve. No further actions are possible.